Event description:
All 3 sabraset administration sets for the 3030 pump came equipped w/a vent located on the spike for the purpose of administering fluid from a bottle. This device is removable and when a large bag of hydration or tpn is hung, the pressure of the fluid "pops" out the vent resulting in fluid "gushing" out the hole. The problem results in significant waste of drug and supplies as well as labor for recompounding and add'l deliveries. This product defect does not appear to be lot specific. Pt's are being instructed to apply pressure to the vent to insure that it is properly secured prior to spiking the IV fluid bag.